Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a central infectious corneal ulcer." The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.

Event description:
A consumer reported experiencing severe redness for 2 days, right eye, associated with wear of focus night & day contact lenses & use of kirkland saline solution. After 3 days, right eye became red again & light sensitive. Treatment sought from eye care professional the following day. Eye care professional reported diagnosis of central corneal ulcer with one infiltrate. Treatment consisted of antibiotics & steroid. Event resolved with no reduction in visual acuity. No further information has been provided.